Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing. [Pt-(B)(4).pdf].

Event description:
The initial reporter received a questionable anti-tshr elecsys e2g 300 result from the cobas 8000 e 801 module. Pt-(B)(4) for patient results and reagent information. The questionable result was reported outside the laboratory.

Manufacturer narrative:
The serial number of the analyzer is (B)(6) . Calibration and qc data were requested but not provided. Per product labeling "anti-tshr autoantibodies are heterogeneous and this gives rise to non-linear dilution", as included/stated in the method sheet of the assay. Based on the available data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.